Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing compounded baclofen (250 mcg/ml at 111.77 mcg/day) and dilaudid (hydromorphone) (5 mg/ml at 2.2355 mg/day) via an implantable pump for spinal pain indications. It was reported that patient has been reporting suboptimal pain relief. Imaging revealed that her catheter tip was implanted at anterior t7, so the physician planned to retract the catheter back without removing the anchor. Patient was taken to the operating room for planned catheter revision. The physician began by identifying the pre-existing anchor and catheter tip under fluoroscopic guidance. The catheter tip was at anterior t7. The physician proceeded to open up the midline, lumbar incision and dissected down to the existing anchor and spinal segment. Once that was located, he then proceeded to retract the catheter back without removing the existing anchor. The catheter tip was placed at t10 and was confirmed to be in a posterior position. Incisions were then irrigated and closed. The issue is resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2022: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.